Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg the pump battery did fail testing, however, the pump did alarm as expected. Based on this information, no MDR would have been needed.

Event description:
The initial reporter stated that the pump was alarming, but that the screen was blank and flashing. They could not tell what the pump was alarming. Mmdg did follow up with the initial reporter, who stated that the patient had experienced a delay of "no more than four hours" but had not had any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming, but that the screen was blank and flashing. They could not tell what the pump was alarming. Mmdg did follow up with the initial reporter, who stated that the patient had experienced a delay of "no more than four hours" but had not had any adverse effects due to the complaint. (B)(4).